Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date in (B)(6) 2024 and involved a tego¿ connector where it was reported yellow part of a tego cap that was connected to the patient's dialysis catheter was cracked. No lot or brand number identified as the tego cap had been on the patient since (B)(6) 2024. There was patient involvement, unknown patient harm and unknown delay in therapy. This captures 5 of 9 occurrences.